Event description:
The patient was admitted to the hospital for revision of a total knee prosthesis.operative findings:1. Liquefaction and pneumofaction with previous cement 10 years ago.2. Complete destruction of the patella plastic surfacing as well as the titial plateau plastic surfacing with debris, plastic mixed with cement which was liquified and pneumofied.3. Lateral displacement of the patella with complete destruction of the femoral condyle and pre-existing femoral component.4. Severe destruction of bony consistency of the femoral condyle and tibial plateau with the posterior portion of the tibial plateau extremely warn out and thin with no support. Multiple caseation and cavity formation within the tibia and within the femoral portion of the prosthetic device as well as the femur bone itself, multiple areas of destruction and severe synovial reaction to previous cement with thickening and blackening and complete infiltration with granulomatous and foreign body macropsias with severe destruction at the patella component, femoral component and tibial component.5. Moderate to severe instability posterior, medial and lateral with loss of stability of the prosthetic knee.